Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 451 mg/dl. The customer was treated with bolus. The customer had symptoms such as nausea. It was reported the customer does not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer declined troubleshooting for air bubbles in the tubing and reservoir. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.